Event description:
Pt had intra-aortic balloon pump inserted shortly after coronary artery bypass graft done in 2000. Three days later, in preparation to transport pt for permanent pacemaker insertion, leads were changed from dept monitor to iabp skin leads. Minutes later, the "high pressure/kinked catheter" alarm on the iabp sounded. Several unsuccessful attempts to determine the cause of the alarm were made. The pt's abdomen and lower extremities were becoming more mottled. Pt was transferred to cath lab where fluoro showed the balloon remained inflated. The MFR was contacted and several attempts to deflate the balloon were made before it was successfully deflated by passing a guidewire and puncturing it. The pt died several hrs later.